Event description:
Rptr complains of many physical problems including weakness & pain in left shoulder & arm, drenching sweats then chills in the evening. Rptr was having nausea, vomiting & irritable bowels much of the time. The skin over breast started to thicken & tighten which lead to discoloration on the left breast. Also reports lung problems, pneumonia, hardness, pain & rupture problems were coming from the silicone implants & had implants removed in 1992.